Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a pre-existing non-medtronic 23mm valve, the valve was under-expanded and at a high depth. Hemodynamics revealed a post-implant gradient of 25mmhg. A balloon aortic valvuloplasty (bav) was performed and the valve expanded and dislodged. Subsequently, a second valve was successfully implanted reducing the gradient. No additional adverse patient effects were reported.